Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients right lead only has one working contact. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as they were kept by the medical facility.